Manufacturer narrative:
Other, other text: additional information: b3, b5 and h6 - health effects codes.

Event description:
Additional information was received: no medical intervention required.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Functional testing confirmed the customer?s complaint. The gas supply indicator is not working and can hear a hissing sound from inside the enclosure. Failed the lock-off leak test. The root cause for this event was loose demand detect block screws. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air mix "was not working properly and the alarm sounded like it was dying". Patient involvement unknown.